Event description:
Introduction of the 6f 45cm brite tip csi through a .035" canalizer (angiotech) hydrophilic guidewire through the right common femoral artery. Csi could be inserted into the skin and into the vessel, but after about 3cm, the csi could not be advanced anymore. The physician checked by x-ray if there was a kink, but couldn't see one. So he decided to retrieve the csi and use a new one. When retrieved, the physician could see that the black tip of the csi was torn. The tip looks like it has a little fissure or torn. It's just not smooth and homogenous as it should be. The artery at the height of the stop was a little calcified. The physician couldn't tell if there was a damage before inserting the csi into the patient and therefore he wanted to make a complaint. The product was handled and prepped per IFU. The access site was calcified. The product was returned with the dilator but the wire used in the procedure was discarded.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint states that during introduction of the 6f 45 cm brite tip csi over a .035" canalizer (angiotech) hydrophilic guidewire through the right common femoral artery the sheath tip was frayed/split/torn and the sheath had insertion difficulty. Csi could be inserted into the skin and into the vessel, but after about 3 cm the csi could not be advanced anymore. The physician checked by x-ray if there was a kink, but couldn't see one. So he decided to retrieve the csi and use a new one. When retrieved, the physician could see that the black tip of the csi was torn. The tip looks like it has a little fissure or torn. It's just not smooth and homogenous as it should be. The artery at the height of the stop was a little calcified. The physician couldn't tell if there was damage before inserting the csi into the patient and therefore he wanted to make a complaint. The product was handled and prepped per IFU. The access site was calcified. The product was returned with the dilator but the wire used in the procedure was discarded. There was no report of injury for the patient. One non sterile 6fr sheath introducer and a 6fr vessel dilator 6fr were received inside a plastic bag. The vessel dilator was received inside the sheath introducer. The brite tip was received damaged. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. The damage reported by the customer on the brite tip was confirmed during analysis. The cause of the damage on the brite tip could not be determined since during the manufacturing process of the product no tools or process step are in place that can made this type of damage on the tip. Controls are in place to prevent any type of damage on the cannula leave the facility, refer to (B)(4). Procedural or clinical factors might have been related to the reported event. Neither the analysis nor the DHR review suggests that the failure experienced by the customer could be related to the manufacturing process. No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process. The complaint of sheath tip frayed/split/torn was confirmed on analysis; however, the exact cause of the confirmed failure could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel and procedural issues may have contributed to the confirmed event.